Event description:
It was reported to philips that the system is not producing x-rays. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced x-ray tube oil cooler unit which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was running on ups (uninterrupted power supply). Review of the system log file showed an issue with the x-ray tube cooling unit. During troubleshooting, the fse found that the x-ray tube oil cooling unit was defective. The fse replaced the x-ray tube oil cooling unit. The defective x-ray tube cooling unit was returned for further analysis. The cause of the cooling unit failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the cooling unit by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.